Event description:
It was reported that the patient has not been seen again by our division (B)(6) since release from hospital (B)(6) 2018. This patient follows a doctor who specializes in infectious disease. This is similar to events MDR 2183787-2020-00045.